Manufacturer narrative:
Sections with additional information as of (B)(6) 2024: was the device evaluated by the manufacturer. Updated FDA¿s type, findings and conclusions codes. Test strips were not returned for evaluation - customer had returned an empty vial of test strips. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional internal report reference number: (B)(4). Customer returned an empty vial of test strips. Meter was returned- evaluation in process. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 215 and 187 mg/dl. The customer¿s expected fasting am and pm blood glucose test result range is 100-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/14/2024 and open vial date is 2-3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 215 mg/dl date: (B)(6) time: 6:25pm fasting before dinner. Result 2: 212 mg/dl date: (B)(6) time: 12:12pm fasting 1st blood of the day. Result 3: 82 mg/dl date: (B)(6) time: 9:12pm fasting 2-3 hours after dinner. Result 4: 187 mg/dl date: (B)(6) time: 1:29pm fasting 1st blood test of the day. Result 5: 122 mg/dl date: (B)(6) time: 7:02am fasting.